Manufacturer narrative:
(B)(4).

Event description:
Additional information received states the patient's symptoms resolved. The patient is no longer using the topical eye drops.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. The root cause could not be determined conclusively. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient presented with grade one diffuse lamellar keratitis in the left eye one day post lasik. The patient changed from a generic topical steroid and increased the dosage. Additional information requested.